Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-extension, upn: m365db312855b0, model: db-3128-55b, serial: (B)(6), batch: 5002509.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced redness and swelling at the implantable pulse generator (ipg) pocket site. It is unknown if cultures were taken, but the patient was prescribed antibiotics and underwent an explant procedure wherein the ipg and extension were removed. The patient did well postoperatively. Physical analysis was not conducted in our laboratory, as the devices were retained by the facility.